Event description:
Lpn attempted to d/c foley catheter by deflating bulb with syringe. Bulb would not deflate, therefore, catheter cut. Bulb would still not deflate. M.d. Called. M.d. Inserted normal saline into port until balloon ruptured. Cystoscopy performed to retrieve retained foley catheter fragment.